Event description:
Melina 07/13it was reported the patient had problems with their implantable neurostimulator (ins) last fall. The patient had tingling in their arms and legs that had been going on for six months. The patient had been dropping things and they had difficulty walking in terms of trying to get on an elevator. The patient¿s feet were not responding normally. The patient has had no falls, but they had hit their head a few times trying to come out from underneath a desk. An MRI was scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v140982, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v139132, implanted: (B)(6) 2009, product type: lead. Product ID: 64002, lot# n354735m, implanted: (B)(6) 2013, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009. Product type extension. (B)(4).